Event description:
The user has lower than expected benefit from device since initial activation. Four channels have been deactivated. A device assessment was carried out on january 7, 2025. Still only 4 channels are affected. The clinic is planning an explant and reimplant. No date for the surgery has been set yet.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Further the two most apical channels showed hi status due to undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has lower than expected benefit from device. The clinic are considering an explant and reimplant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has lower than expected benefit from device since initial activation. Four channels have been deactivated. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit likely due to a partial migration of the electrode out of cochlea in combination with a damage to the active electrode array. During device investigation surgical damage to the two most apical electrode contacts was found. This damage was likely caused during implantation surgery. Other mechanical damages found are attributable to the removal surgery. This is a final report.